Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. After the event, the customer went home and when she removed the reservoir, there was insulin inside of the reservoir compartment. The customer had accidentally removed the entire plunger and inserted the reservoir into the insulin pump, causing high blood glucose readings and eventual hospitalization. Nothing further was reported.